Event description:
It was reported that during a transfemoral tavr procedure the novaflex+ delivery system and 23mm sapien xt valve could not be advanced through a pre-existing aortic dacron graft. The delivery system could not be withdrawn into the sheath, which required the deployment of the sapien xt valve within the dacron graft. Initially, the sheath was inserted through the left common femoral past the aortic bifurcation but below the dacron graft. The delivery system was advanced through the sheath, and upon exiting the sheath it was unable to pass the dacron graft due to tortuosity and being caught up in the graft. Several attempts were made to advance the delivery system. The operator was unable to withdraw the delivery system back into sheath due to the take off out of the sheath and positioning of the valve. Valve alignment was then performed in the aortic graft; the valve was slightly inflated and completely flexed in an attempt to advance through the graft, which was unsuccessful. The sapien xt valve was then deployed in the aortic graft and stented open. A second esheath was advanced. A new novaflex +delivery system was advanced with second sapien xt valve past the dacron graft and successfully deployed. No vascular complications were noted and there was successful percutaneous closure. The patient was transferred to recovery.

Manufacturer narrative:
(B)(4): it was reported that during a transfemoral tavr procedure the novaflex+ delivery system and 23mm sapien xt valve could not be advanced through a pre-existing aortic dacron graft. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers or removal of the ds, with minimal risk to the patient. There may be degrees of difficulty removing the system. In extreme cases, however, it may require a new surgical cut down to facilitate removal of the system in this case, per report, the patient¿s tortuous aorta in combination with an existing dacron graft prevented successful advancement of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.